Event description:
Customer's mother reported that the customer was hospitalized due to high blood glucose levels. Blood glucose level was 600 mg/dl at the time of hospitalization. Customer's mother also reported receiving a motor error alarm on the insulin pump. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime and excessive no delivery test. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. The unit had cracked battery tube threads and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.